Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed annex g code: mechanical (g04) - drill. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product/provided pictures identified the tip of the cutting feature is fractured and missing.  The cutting edges are dull and damaged. Wear & tear is seen which indicates repeated use. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign- canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the lag screw reamer fractured. No adverse event has been reported as a result of the malfunction. Attempts to obtain additional information have been made; however, no more is available at this time.